Manufacturer narrative:
2.6. Section has been updated to patient code updated to e2403 from e2401 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing the internal shaft was bent and burr cannot be removed. At the time of report the patient impact was unknown.

Event description:
It was reported that during servicing the internal shaft was bent and burr cannot be removed. At the time of report the patient impact was unknown.

Manufacturer narrative:
H3: product analysis :evaluation determined that the tool could not be removed. The likely cause of the failure was due to damaged/broken tip bearing. It was also noted that there was deterioration in color code and markings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.